Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.

Manufacturer narrative:
Added: recall

Event description:
Added remedial action initiated type: recall and the FDA correction/ removal reporting no.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metalosis. Asr cup inside. Possible necrosis of acetabulum bone.original implant date unknown.